Event description:
The device was used to expand another MFR's coronary stent. The balloon of this device burst inside the stent during expansion. There has been no claim of injury related to this event. The device is being returned for analysis.